Event description:
An erroneous stoppage in insulin delivery was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer chose not to seek support from technical support for this issue.